Event description:
The customer complains about blood leak during treatment. The event occurred on the 3rd reuse. There was a blood loss of approx 300ml. No medical intervention was needed. No serious injury.